Event description:
In 11/3 pt brought to vasc. Lab with/dvt. Pt accesses and put on overnight lytics. On 11/4 brought batch to lab. Ivc filter placed and pps with/ dvx done - 20mgs tpa in 250cc. Pt's run times greatly exceeded possis recommendations. Pt seen to have large groin hematomal bleed. Physician continued with case anyway to salvage pt's legs. Dvx again power pulsed (exact volumes unknown - runs from mid ivc to knee.) Physician then used standard thrombectomy mode with 120 at and below knee. Nurse stated by this time foley bag "brilliant" nurse hung multiple blood units during & post case. At this time pt doing well. Physician leaving cordis ivc filter in place - no retrieval planned. Dr. Did remark he had no other option and had to do case as done- regardless of hemolysis/ hemaglobin issues.